Event description:
A malfunction alarm was reported with malfunction code 12, indicating a momentary power loss to the vibrator motor. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer in resetting the pump, which resolved the issue. The customer was advised that they could continue using the pump and to call back if the malfunction recurred, which the customer acknowledged and understood.